Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2025 where in the lead was disconnected from the ipg and left inactive to address the issue.